Event description:
I was reported that the a 102 device was interrogated and found to unexpectedly be at 0 ma output. The battery status was ok and it had been functioning normally upon being checked earlier in the year. The magnet settings were still on. No further relevant information has been received to date.

Event description:
Through a review of the programming history database, it was determined that the cause of the unexpected 0 ma output current was an interrupted diagnostics test at the previous visit. When the diagnostics test was interrupted, it was unable to program the patient back to their intended settings at the end of the diagnostics. The physician did not perform a final interrogation so the incident was not detected. No further relevant information has been received.